Manufacturer narrative:
Pt info is unk. 510k: this report is for an unknown cannulated screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was not able to be explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported during a revision of hardware removal pediatric procedure on (B)(6) 2016, that the surgeon was removing a 7.3mm cannulated screw and the cannulated hexagonal screwdriver tip broke off and the tip of the conical extraction screw broke off. The surgeon was unable to remove the screw. The original implant date and cause of the revision is unknown. The surgeon removed one cannulated screw through the femur head and noted that the removal of the second cannulated screw was unsuccessful. The procedural outcome is unavailable. Surgical delay, and patient status/outcome is unknown. Concomitant device reported: 7.3mm cannulated screw (part unknown, lot unknown, quantity 1). This report captures the intra-operative events. The need for the revision procedure is being captured under linked complaint (B)(4). This report is for an unknown cannulated screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction to procedure date from (B)(6) 2016 to (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported during a revision of hardware removal pediatric procedure on (B)(6) 2017.